Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that the patient presented to the emergency room with pocket stimulation. Upon interrogation, it was found the right ventricular (rv) lead had a pacing polarity switch due to low pacing impedance. A high pacing output had caused the pocket stimulation. The settings were reprogrammed until the rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592-53 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was further reported that the rv and right atrial (ra) leads had subclavian crush. The rv and ra leads were explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.